Manufacturer narrative:
(B)(4). As per field service representative, a 'pump not primed' error message was displayed and the pump not prime light was illuminated. There were no issues with heating or cooling and no leaks were observed. The customer chose not to have the unit serviced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2017-00475.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler had very low flow. There was no delay, no blood loss, nor adverse consequences to the patient.